Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-01423; 2134265-2014-01422. (B)(4). It was reported that insufficient stent apposition, angina, in-stent restenosis (isr) and shortness of breath with exertion occurred. On (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently,the index procedure was performed. The target lesion was a restenotic lesion located in the proximal saphenous vein graft (svg) to right posterior descending artery (r-pda) with 85% stenosis and was 14 mm long with a reference vessel diameter of 4 mm. The lesion was treated with predilatation and placement of a 4.00 mm x 16 mm ion stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient presented with complaints of increased shortness of breath with exertion that was subsequently diagnosed as unstable angina. On (B)(6) 2014, the patient was hospitalized. The 99% focal restenosis of the previously placed study stent located in the svg to r-pda was treated with angioplasty. A 2.0 x 8 mm apex balloon catheter was used to pre-dilate the region of focal restenosis in target lesion. However, the balloon could not cross. The physician replaced it with 1.25 x 12 mm emerge balloon which was successfully advanced and subsequently, placement of 4.0 mm x 12 mm promus drug eluting stent was done, resulting in 0% residual stenosis. In addition, fluoroscopy revealed distal part of previously placed 4.00 x 16 mm ion stent was under expanded. A 4.0 x 6 mm nc quantum apex balloon catheter was then advanced to a heavily calcified lesion. On first inflation at 10 atmospheres, the balloon ruptured and was removed from the patients body. The physician replaced it with another 4.0 x 8 mm nc quantum apex balloon catheter however, the balloon again ruptured between 10-14 atmospheres. Also, at no point did the balloon or balloon segment remain inside of the patient, there were no patient complications. Subsequently, the procedure was continued and completed with the replaced 3.5 x 10 mm non-bsc balloon catheter, resulting in a slight improvement in the expansion. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.